Event description:
It was reported that there was a particle in the balloon of a small volume intermate device. The device was reportedly compounded with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured on december 18, 2014 ¿ december 19, 2014. The device was returned for evaluation. A visual inspection revealed a particle in the reservoir of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.